Event description:
It was reported that the device was found to be in a backup vvi mode via merlin.net. The patient was brought into the clinic after receiving a patient notifier. It was discovered that multiple resets had occurred. Device image was reviewed and rf chip failure was suspected. During a follow up, interrogation showed normal device function and capacitor maintenance was performed and all measurements were within normal limits. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.